Event description:
Screwdriver corroded. This is 2 of 2 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the contamination of the present instruments is not a matter of corrosion but of improper reprocessing. The screwdriver shafts were contaminated with organic residues, which could easily be removed by brushing. In addition, the device history records were reviewed and showed conformity with the material and manufacturing specifications.